Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 525cc on the right breast. It was reported that device deflated intraoperatively and that the problem occurred during surgery and the right implant was replaced with catalog number saline mentor smooth round moderate profile, 525cc, catalog number 3501685.

Manufacturer narrative:
On 06/27/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.3 cm discovered on the anterior view. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/28/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 7504510 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).